Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy due to suspected an atrial tachycardia. Technical services (ts) was consulted and discussed stored episodes as well as the device programmed settings during the episode. Ts advised further patient examination. This device remains in service. No additional adverse patient effects were reported.